Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number not provided and initial reporter telephone number (e1) should be blank.

Event description:
It was reported that there was a malfunction with the microinfusor, indicated by error code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Technical/product support was contacted to address the issue, but no additional information was provided regarding corrective actions or the outcome of the event.